Manufacturer narrative:
(B)(4). Joint cover. The analysis found that the long60a device was received in good visual condition and with no cartridge reload present. Upon further inspection the joint cover was noted to be torn; additionally, a small piece of the joint cover was received in a small bag. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, cut and formed all the staples as intended. The device articulation mechanism worked as intended. No conclusion could be reach to what caused the reported event, it is possible that the instrument was attempted to be withdraw from the trocar in the articulated position resulting in the edge of the trocar sleeve to damage the joint cover. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic hepatectomy procedure, the black rubber of the articulation joint was torn and a torn piece was found inside the trocar which was used with the device. The doctor commented that as the trocar which was used with the device was used as a single port, the operation site was not clear. The doctor tried to return the articulation joint to the home position and removed the device from the patient. However, the articulation joint might have not been returned to the home position because of the blurry vision and it might have been caught in the trocar and the black rubber might have been torn. There were no adverse consequences to the patient. Another device was used to complete the case. No adverse consequences reported.